Event description:
It was reported that in the pt's room when the nurse tried to change the dressing (approximately 2 weeks after the catheter was placed) she found that the extension line had separated from the hub. As a result, the catheter was removed and replaced without issue in the pt's right subclavian vein. The nurse reported that no sharp instrument was used at the time and no leak was reported from the catheter. There was no reported delay, death or complications to the pt. The pt is "good."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.